Manufacturer narrative:
(B)(4). The lot was manufactured from march 18, 2015 to march 20, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. After the luer cap was removed, evidence of continuous flow was visually observed. Flow continued without stopping until the reservoir was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow during infusion. The device was filled with 4100 mg of desferrioxamine in 44 ml of 0.9% sodium chloride. The patient used a 26 gauge thalaset needle. There was no patient injury or medical intervention associated with this event. No additional information is available.